Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/12/2020. Additional information: d4 - the actual device batch number associated with this event is not known. The following are possible batch numbers: batch hjp302: mfg. Date - 8/18/2014; exp. Date - 7/31/2019; batch klb004: mfg. Date - 3/19/2019; exp. Date - 2/29/2024. A manufacturing record evaluation was performed for the finished device batch hjp302-1713g and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch klb004-1713g and no non-conformances were identified. Additional h3 device evaluation summary photo : one picture provided for analysis. Upon visual inspection of the picture, two boxes of product code 1713g and the sales type stc-6, however the description of the needles and the draws of shape of the tip of the needles were different at the boxes, one belong to a straight reverse-cutting needle and the other belong to a straight spatula. Due to the difference of graphics on the sample a change was performed to align the labeling with the product inside on the folder. This change was part of a corrective action.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The following are possible batch numbers: batch hjp302, batch klb004. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported from a distributor that on an unknown date it was noted different product descriptions on 2 boxes of suture with same product code but different lot numbers. There were no adverse patient consequences reported. No additional information was received.